Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available.

Event description:
The customer reported the ventilator was continuously alarming while in use on a patient. The unit was removed from the patient and the patient was placed on a different unit. The customer reported there was patient involvement with no harm to the patient.